Manufacturer narrative:
Additional information was received indicating that the event occurred after infusion and did not occur while in use with a patient; there was no patient injury or medical intervention.

Manufacturer narrative:
One medfusion pump was returned for analysis. The device was visually inspected and found to be in good condition. During the testing, the pump was operating correctly. Customer's complaint of underinfusion was not verified. Service replaced the speaker as a preventative measure. The problem source is unknown.

Event description:
Information was received that the medfusion pump stops infusing intermittently, system failure error. No reported adverse effects.